Event description:
Pt went to a ceragem massaging bed store. The ceragem system consists of a massaging table and a blanket with a projector. The clients lie down on the bed and were covered with this blanket. The projector is placed over the body part which has a problem, such as lungs, heart etc. This projector is being advertised in their brochures as a cure all.